Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use on patient, cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. There was no patient harm.

Manufacturer narrative:
Updated field: b4, g1,g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11.

Event description:
N/a.